Event description:
Rec'd report of independent rate change after battery power ceased and unit was plugged into ac power. It was reported that the pump was being run on battery power infusing hydration fluid at 30.0ml/hr. The pump went into an audible alarm to signal that the battery power had ceased. The nurse plugged the pump into an ac wall outlet and noted that the rate independently changed to 999.0ml/hr. The nurse was right there, the pump was immediately stopped and replaced. There was no report of any pt harm or adverse event. No further info was available.